Manufacturer narrative:
Device evaluation: 1unit of lot c2210947 of echo-1-22 was returned evaluation opened in its original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). The device related to this occurrence underwent a laboratory evaluation on 30 jan 2025. On evaluation of the devices the following observations were made: visual inspection: severe kink observed just below sheath extender, device returned with sheath extender at position 5, distal end of needle examined, and kink observed approx. 2.5cm from tip of needle functional inspection: unable to advance sheath extender, attempted to advance needle handle but unable to, kink below sheath extender manually straighten and needle handle now able to advance, the reported failure was observed. Manufacturing records: prior to distribution, all echo-1-22 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c2210947 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. A second complaint (B)(4) is registered for the same device. Instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined, as the circumstances of use cannot be fully replicated in the laboratory. A possible root cause for proximal needle kink can be attributed to device being used in a flexed or tortuous position during the procedure, as noted in the additional information. Another root cause could be attributed to excessive force applied by user when trying to connect the device to the scope. Additionally, proximal kink would have caused the needle to not retract fully as described in the additional questions by the user. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary of investigation: according to the customer, there was proximal kink below sheath extender. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on visual and /or functional inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined, as the circumstances of use cannot be fully replicated in the laboratory. A possible root cause for proximal needle kink can be attributed to device being used in a flexed or tortuous position during the procedure, as noted in the additional information. Another root cause could be attributed to excessive force applied by user when trying to connect the device to the scope. Complaint is confirmed based on visual and/or functional inspection.

Event description:
A supplemental report is being submitted due to completion of the investigation on 16 may 2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the after the needle advanced into endoscope, but the adjustment cannot be adjusted to "0" position. (B)(4) this (B)(4) opened for proximal needle kink found in lab evaluation on 30 jan 2025. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? No information provided if no, please specify where the damage is located: procore. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Stomach. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r.2l.4r.ao.ar.11ri.11s. 7. Please describe the size of the intended target site. No information provided. 8. If not with the device in question, how was the procedure performed and/or finished? Changed to another device. 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Fujinon light source xl-4450 eg-600wr. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle retraction. 17. Was difficulty experienced while retracting the needle? Yes. 18. Was the syringe used during the procedure, after the stylet was removed? Yes. 19. Was the needle able to be fully retracted before removing from the patient? No. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes. 24. How many biopsies/passes were obtained with use of this needle? 0. 10. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. Information provided. Procore. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No information provided. Ebus.